Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to emergency room with congestive heart failure. During interrogation there was no atrial sensing. The device is still in use. No patient complications have been reported as a result of this event.